Manufacturer narrative:
Concomitant: product ID 3998, lot# j0344053v, implanted: 2004-(B)(6), product type lead. Product ID 3487a-56, lot# v014903, implanted: 2007-(B)(6), product type lead. Product ID 3487a-56, lot# v031702, implanted: 2007-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2007-(B)(6). Product type extension. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708220, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3998, lot# j0344053v, implanted: 2004-(B)(6), product type lead. Product ID 3487a-56, lot# v014903, implanted: 2007-(B)(6), product type lead. Product ID 3487a-56, lot# v031702, implanted: 2007-(B)(6), product type lead. (B)(4)

Event description:
It was reported that the patient¿s impedances were all out of range. This was consistent with a broken lead. There was no patient harm reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.